Event description:
It was reported the insulin pump was completely submerged in water. Customer's mother does not known customer's blood glucose level. Customer's mother stated they changed the battery and insulin pump turned on but it wasn't working properly. Incident did not result in any serious injury or hospitalization. Customer had gone into a tub with the device one. There are fluids under the lcd. The device does have small cracks near the reservoir chamber. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No moisture damage under the lcd screen, electronic assembly or motor was noted. The pump also had a cracked reservoir tube window, a cracked reservoir tube lip, a broken belt clip slot at the battery tube threads area, cracked battery tube threads, a cracked case at the display window corner, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.